Event description:
In 2009, the customer reported that during cardioversion, the device failed to discharge.

Manufacturer narrative:
In 2009, the customer reported that during cardioversion the device failed to discharge. This reported failure could impact the delivery of therapy. On 5/4/09, the unit was evaluated at philips repair bench. The symptom of failing to discharge could not be verified. We are considering this failure a malfunction. We cannot determine the cause since the symptom could not be duplicated.